Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was over 400 mg/dl. While troubleshooting, the customer expressed a headache and not feeling well as symptoms of his high blood glucose. The customer had treated the blood glucose with a bolus. The customer stated that the drive support cap appeared normal. The customer's insulin pump passed the self test as well as the displacement test. It was found that the customer had been bolusing for food without entering his blood glucose into the insulin pump. The customer was advised that the insulin pump would not know to cover for his high blood glucose if he did not input that into the insulin pump. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.